Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited small amplitude/high frequency noise with oversensing for approximately one second. This noise appeared consistent with either muscle or electromagnetic interference (emi) noise. However, it was noted that the lead was over 13 years old, and the observed noise may have also been indicative of insulation integrity concerns. Technical services (ts) discussed troubleshooting options to rule out possible causes. This rv lead remains in service. No adverse patient effects were reported, and the patient was not pacer dependent.